Manufacturer narrative:
Based on the claim against the product by the customer noting that the maryland bipolar forceps instrument had a frayed cable, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. Failure analysis (fa) was able to confirm the reported complaint. Fa found the primary finding of damaged conductor wire insulation to be related to the customer reported complaint. The conductor wire insulation was damaged on the distal end. The insulation does not exhibit thermal damage. The insulation is lifted with no pieces missing. The conductor wire is slightly exposed, but no wires are physically damaged. The instrument passed the electric continuity test. The root cause of damaged conductor wire insulation is attributed to a component failure. Additional observed finding not reported by site: the instrument was found to have a broken grip cable at the proximal end (in the housing). Common causes of the failure are attributed to a component failure. Cable breakage, whether partial or full, may be attributed to reduction in ultimate strength of the material, which may be the result of damage to the cable through external collisions, during use, or during reprocessing. The probable root cause of damaged conductor wire insulation and/or thermal damage is attributed to carbonized tissue on the grips of this bipolar instrument creating a conductive path during use. Thermal damage can also result due to inadvertent energy application from a monopolar instrument. This complaint is considered a reportable malfunction due to the following conclusion: failure analysis found the insulation on the conductor wire of the maryland bipolar forceps instrument was damaged. The damaged/broken conductor wire has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the starting (pre-anesthesia) of a malignant hysterectomy da vinci-assisted surgical procedure, that a maryland bipolar forceps instrument had a frayed cable. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) contacted the initial reporter but, did not receive any additional information.